Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5054-58, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device prematurely triggered the elective replacement indicator (eri) due to high battery impedance. The device will be explanted and replaced. No patient complications have been reported as a result of this event. It was also reported that there was high impedance on the atrial lead and a fracture was suspected. As for the fracture of the atrial lead, the doctor examined the x-ray photo and it indicated a possible abnormality and/or lead disconnection near the anchoring sleeve. The atrial lead will be explanted and replaced. No patient complications have been reported as a result of this event.